Event description:
The customer reported that the unit would not turn on with either ac or dc power. No pt involvement was reported.

Manufacturer narrative:
The factory has not yet rec'd the device for eval and this complaint is still under investigation.